Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while performing threshold testing, the mobile programmer application reported that it lost contact with the analyzer. The threshold test was closed and re-initiated. Contact was then established. It was noted that the telemetry had been strong with a solid line and that the analyzer continued to display marker telemetry. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.